Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test and the displacement test. No unexpected pump error noted during testing however, the downloaded history files confirmed pump error and pump error alarm due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose was 221 mg/dl at the time of incident. The customer also report that the insulin pump had hal software error detected alarm and customer was able to clear the alarm and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.